Event description:
It was reported that the colonovideoscope had a dirty lens. The issue was identified during an unspecified procedure. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a scratch on the objective lens, which resulted in a partially dark area in the image and led to poor image quality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.